Event description:
Caller states that the device read 220 mg/dl while a lab taken within an hour read 90 mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.